Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The pod data showed that the pod ran for 392 pulses and delivered boluses before deactivating. No errors or abnormalities were observed. The needle mechanism assembly showed no damages or deficiencies that contribute to a needle mechanism failure. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problems were found regarding the reported needle mechanism failure and bent/kinked events. The top and bottom housings were observed to be cracked. The exact time and cause of the housing damages could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.2, operating system: 18.2, hardware: iphone14.6, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod for 5 hours. The patient reports the pods pink slide did not move forward when the pod was activated but the cannula did insert into the skin. This indicates a needle mechanism failure occurred. In addition, upon removal of the pod the cannula was found to be bent.